Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported. Additional information was received from the field. The field representative confirmed the rv lead was dislodged.